Event description:
A stylet was inserted for positioning in right atrial appendage. Stylet would not come out of lead. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched; full lead returned; distal conductor distorted; proximal conductor stretched; outer insulation kinked/buckled. Inner insulation torn; deformation/fracture in 5cm prox section of the inner coil; extension problems.